Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 23 and power loss. The customer was sleeping when she received the replace battery alarm and then received the power loss alarm. The customer declined to have the insulin pump replaced. Customer's blood glucose level was not reported. The device was not returned.